Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/26/2015 with the following findings: evaluation revealed there was no damaged observed in u-groove or surrounding areas. The battery compartment was cracked above and below grip pad. The display screen is dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and a dim, pink display. This report is made based on results of investigation completed on 10/26/2015.